Event description:
It was reported the device battery dropped significantly since the patient's previous follow up visit. No patient shocks were delivered and the percentage of pacing was 0.1 percent. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary (B)(4): the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors. Performance data were also collected from the device and analyzed. The weekly battery voltage trend data shows the minimum battery voltage was 2.92 to 2.65 volts between (B)(6) 2011 and (B)(6) 2012 and was before the device's recommended replacement time of less than or equal to 2.62 volts.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary (B)(4): the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.

Event description:
It was reported the device battery dropped significantly since the patient's previous follow up visit. No patient shocks were delivered and the percentage of pacing was low. The device was removed and replaced. No patient complications have been reported as a result of this event.